Event description:
It was reported to ge that the mammography tube assembly dropped from operating height to the lowest mechanical stop. There was no pt involved in the incident and no one was injured. The unit has been repaired.